Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 366 mg/dl at the time of the incident. Customer changed the infusion set when he was not able to flush the air bubbles through the tubing. The customer's blood glucose was 362 mg/dl prior to changing the infusion set. It was also mentioned the infusion set tape would not stick. The customer will return the reservoir and infusion set for analysis.